Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the USA of peritonitis in a homechoice patient (hp). During a call with the baxter customer service, the following information was provided. On an unknown date, the hp developed peritonitis. On (B)(6) 2012, the hp was hospitalized for the event. Per the reporter the cause of the peritonitis was due to the hp submerging himself in the bath tub. Treatment information was not reported. It was not reported if the hp had been retrained on aseptic technique. The hp was no longer performing pd therapy. The hp was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not requested for use error as there is no allegation against the device. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.